Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer¿s current blood glucose level was 385 mg/dl. The customer declined to troubleshooting high blood glucose level. Customer also had multiple blood glucose level such as 200 to 300, close to 500 mg/dl customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer was not calling back to perform an high pressure test. The customer did not provide any symptoms regarding high blood glucose. The insulin pump will be returned for analysis.